Manufacturer narrative:
The albumin reagent lot number and expiration date were requested, but not provided. The field service engineer determined the issue was caused by leaking rinse mechanism tubing. The tubing was exchanged and the analyzer was confirmed to be running back within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for albumin on a cobas 8000 c 702 module. The sample initially resulted in an albumin value of > 60 g/l. The sample was repeated due to a ">" flag. The repeat albumin result was 46 g/l.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.